Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient experienced elevated blood glucose levels from 200-400 mg/dl. The patient switched to a different infusion device, with the same basal rates, and his blood glucose levels returned to normal. No adverse event was reported. The infusion device was requested to be returned for product evaluation.